Event description:
It was reported a spectrum pump had door not fully latched messages. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through evaluation. This condition was caused by loose link screws. The link screws were replaced.